Event description:
Customer reported a monitor went blank, and cannot swap images back and forth between the 2 monitors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the workstation isolation transformer connections, adjusted the 5v power supply, and reseated the ics and circuit board connections, and erased the nodes on the ffb, srv, and gib flash. System operates as intended.